Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-aug-2025, the user reported hyperglycemia with a highest blood glucose (bg) of 287 mg/dl after a cartridge became stuck in the ilet and could not be removed. The user attempted rewinding, but the cartridge remained stuck. A replacement device was arranged. The user switched to backup therapy and no medical intervention was required.